Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red sore under the therapy electrodes. The patient was reported to be bedridden. The patient was seen by a wound care center who stated that the sore on his back was a stage 2 ulcer, to remove the lifevest, and to use a cytoplex paste on the wound. During a follow up call, it was reported that the patient had ended use of the lifevest and that the sores were almost gone. There was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.